Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice and returned with the valve. The outflow orifice rim had a small chip and no other anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet dislodgment could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021. A leaflet of the regent aortic mechanical heart valve flex cuff, size 23, during implant, as the physician applied minimal pressure, the valves leaflet came off the frame and was completely dislodged from the valve ring. All leaflets were removed from the patient and a new agfn-756, 23 mm was chosen serial #(B)(6) and successfully implanted. However, although the patient remained stable throughout the procedure, a clinically significant delay and prolonged procedure was reported.